Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The day after the sensor was inserted, the patient stated the insertion site had a red, itching area with dark patches around the sensor, with the skin scaling off. She called her clinic the same date about the skin reaction and the clinic asked for photos of it but had not yet given her any advice. She then went to the pharmacy and asked what she could treat it with, and the pharmacy gave her high concentration cortisone cream. No additional patient or event information is available.